Event description:
The hospital reported that during a coronary artery bypass procedure, the part on the acrobat suv vacuum stabilizer system, st, with the maquet logo on it came off. The hospital reported no pt effects. A replacement was used to complete the procedure. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4) 2010, for investigation. Visual inspection revealed that the maquet logo plate was intact and attached to the device, but could be detached. There was some evidence of blood. Based upon the received condition of the device, the reported complaint "maquet logo came off" was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance which could have contributed to this failure mode. (B)(4).